Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. It has been determined that sample handling and fibrin is the contributing factor. The instrument is performing within specifications.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on duplicate pt test results. The customer initially performs duplicate testing for all troponin testing. The discordant troponin results were not reported. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay duplicate test results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on duplicate pt test results. The customer initially performs duplicate testing for all troponin testing. The discordant troponin results were not reported. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay duplicate test results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. It has been determined that sample handling and fibrin is the contributing factor. The instrument is performing within specifications.